Manufacturer narrative:
Bed found in shop. Tech found the head would not go up as the valve was clogged. Cleaned the head up valve to resolve the issue.

Event description:
Info received that the head would not go up. No injury reported.